Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as a as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: brown particles observed in the gel. No further actions are required as the device was implanted.